Event description:
It was reported that the device partially deployed, stretched, and was deployed across a non-target vessel, requiring an additional device. This 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in a left leg angiogram and atherectomy procedure. Using a contralateral approach, the target lesion was located in the 70% stenosed, mildly calcified left superficial femoral artery. While attempting to place this stent, it was noted that the deployment wheel felt stiff, and elevated force was required to turn the wheel. It then began to spin freely while 100mm of the stent was still constrained. The handle was already fully extended; therefore, the deployment mechanism was opened to manually deploy the stent. However, the inner mechanism was kinked. While attempting to retract the device, the stent became elongated an additional 100 to 150mm, and was deployed across a non-target vessel. The deployed stent was post dilated and additional stents were implanted inside the stent. The procedure was completed, and the patient fully recovered.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was returned with a 0.014-inch guidewire in the device. The outer sheath, tip, inner sheath, and the remainder of the device were inspected for damage. Visual examination revealed that the handle was open. There were multiple kinks along the middle sheath. There were multiple bucklings along the outer sheath. The proximal inner liner was prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that would have contributed to the clinical observations.

Event description:
It was reported that the device partially deployed, stretched, and was deployed across a non-target vessel, requiring an additional device. This 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in a left leg angiogram and atherectomy procedure. Using a contralateral approach, the target lesion was located in the 70% stenosed, mildly calcified left superficial femoral artery. While attempting to place this stent, it was noted that the deployment wheel felt stiff, and elevated force was required to turn the wheel. It then began to spin freely while 100mm of the stent was still constrained. The handle was already fully extended; therefore, the deployment mechanism was opened to manually deploy the stent. However, the inner mechanism was kinked. While attempting to retract the device, the stent became elongated an additional 100 to 150mm, and was deployed across a non-target vessel. The deployed stent was post dilated and additional stents were implanted inside the stent. The procedure was completed, and the patient fully recovered.